Event description:
Reportable based on device analysis completed on 31 mar 2023. An ekos endovascular device, 135x50cm was selected for use in the angioplasty procedure to treat the patient's deep vein thrombosis. The catheter was placed in the catheterization lab, and the patient was transferred to the ICU to complete treatment. Shortly after the patient arrived in the ICU, it was noted that the patient's bedding was wet. The physician was notified. It was observed that clear fluid was dripping from somewhere around the white portion of the catheter. It was undetermined whether the fluid was lytic or coolant. The physician exchanged the ekos endovascular device while the patient was still in the ICU. The issue was resolved, and the patient received the intended amount of lytic from the second device. There were no reported adverse consequences to the patient. However, device analysis revealed the device was leaking from the drug lumen.

Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. Microscopic visual inspection of usc showed slight pinching of the wire at 5cm, and 45cm from the luer barb. Inspection of the ic showed wavy wires. During leak testing, it was observed that the device leaked from the drug lumen out of the tip of the strain relief. The hub was disassembled, and the strain relief was removed to pinpoint the leak. The leak appeared to be coming from the hub section just before the strain relief. It appeared that the tubing was severed at this point. The reported event of a leak from the catheter hub was confirmed.